Manufacturer narrative:
Spacelabs¿ customer product issue specialist has evaluated the device logs for this event. One lead of ECG waveforms (lead ii) was available in addition to resp, spo2, alarms and numeric trends. Upon investigation, findings show that on (B)(6) 2019, the patient experienced a 17 beat run of vtach at 11:46:18 am. Excessive artifact on the lead ii ECG waveform caused the monitor to cease processing ECG at 11:46:13am until the artifact resolved at 11:46:25am. The clinical parameters operation manual 070-2113-04 rev. A states that ¿if both the first and second lead are noisy, the module suspends processing temporarily. If the noise persists for 10 seconds, the system initiates an alarm for noisy signal. The message and alarm cease when the noise disappears.¿. The 91496 module did not generate an alarm for vtach at 11:46:18 because the arrhythmia occurred while ECG processing was temporarily suspended due to heavy artifact. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on august 3, 2019, that on (B)(6) 2019 a seventeen beat run of ventricular ectopy was found in the patient¿s ECG record that did not alarm at the time that the ectopy occurred. No injury was reported in association with this incident.